Event description:
The caller reported a hosp had a box of 8 dic tracheostomy tubes and 2 of them were labeled for an 8 but were actually a 6. He stated that one of the mislabeled dic tracheostomy tubes was used on a pt. It was immediately seen that it was the incorrect size and was disposed of. The second tube also mislabeled was retained and being reported separately on report 2936999-2008-00402.

Manufacturer narrative:
The tube was discarded and therefore not available for failure investigation. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide significant info, a f/u report will be submitted. A mfg CAPA is already in place to investigate the reported complaint.